Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the low impedances was not determined. The issues of charging too often and the battery draining too quickly did not resolve with reprogramming. The representative was going to meet again with the patient on friday ((B)(6) 2017?) After they get an x-ray in attempt to ¿evolve workflow¿ if the paddle lead was at t9/t10.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was charging their device too often. The rep spoke with the patient the battery was half full at implant, thus the rep is questioning the potential cause of battery drain. The implanted battery was full the day prior. The caller said that the electrode impedance was 750-933 ohms. It was discussed how a short circuit can cause battery drain, and also programmed parameters as a potential cause. The rep was to meet with the patient to interrogate their implant. The rep didn't have enough information to calculate recharge interval. The rep ran an electrode impedances and the values were between 830-950 ohms. Therapy impedance check completed and value: when caller attempted to run group impedance, the values were showing as xxx and said to decrease settings. Caller had to decrease amplitude to 8.0v in order to get a group impedance. Group c 4+ 8+ 9- 10+ 14+ 15- 10.5v, 450 pw, 80 rate, less than 196 ohms, 24 hours/day estimate - 0.74 days. It was reviewed that the rep could minimize number of active electrodes, they could decrease amplitude and increase pulse width. The rep could also decrease rate to within patient comfort. The rep was asked to document the new therapy impedance and new recharge interval estimate was provided. The rep mentioned they might decrease the rate to 40 which calculated to 1.45 days. Technical services also suggested to have patient considering turning the ins off at night but caller stated the pain is worse when sleeping. The rep mentioned that the patient actually wants a larger pulse width to get coverage more into their back. Technical service reviewed recharging appears to align with patient's settings and that low group impedance could indicate a short circuit but likely in this case it is due to patient's high settings. The rep also stated that they were going to try and decrease some settings to increase recharge interval. The rep mentioned that they have to turn the ins off, the patient's pain returns. When the rep turned the patient's ins back up to the appropriate amplitude after running the group impedance, patient got a "buzz" but it was due to increasing amplitude. It was stated by a representative that the charging issues were determined to be normal since the patient had high battery requirements. Additional information was reported from a consumer via a manufacturer representative on (B)(6) 2017 that the consumer was charging too often at once per day. It was asked but unknown to the caller if this charging frequency was different than before. The patient had not recently been reprogrammed or switched groups. This was not associated with an overdischarge. The programming was the same from the previous battery with the addition of another group. Using the clinician programmer, interrogation showed that therapy impedance performed at 8.6v, pulsewidth of 450, and a rate of 105 resulted in less than 200 ohms. It was reported that interrogation showed that it was used 0.61- 0.84 days. A primary cell calculation was run per request and showed 1 month. The therapy impedance was >50 but <(><<)>300 ohms. The caller was going to try reprogramming to increase efficiency. These issues had been since implant on (B)(6) 2017.